Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of more than 300 mg/dl. Customer believed that the high bg was caused by the cartridge. Customer delivered a correction bolus and changed the infusion set to address issue.